Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-02127 addresses the 8/10 renal dilator, while manufacturer report # 3005099803-2015-01980 addresses the sensor wire guidewire, and manufacturer report # 3005099803-2015-02085 addresses the nephromax dilatation balloon. It was reported to boston scientific corporation that a sensor wire guidewire, 8/10 renal dilator and a nephromax dilatation balloon was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a sensor wire guidewire was inserted into the patient's kidney followed by a 8/10 renal dilator. A nephromax dilatation balloon was also inserted and after balloon dilatation, the physician noticed a puncture in the phylum near the uteropelvic junction. It was unknown which of the three devices could have caused the puncture. Reportedly, there was no alleged malfunction noted to the devices. There was no intervention done to treat the injury. The procedure was completed with this sensor wire guidewire, 8/10 renal dilator and a nephromax dilatation balloon. Post procedure, the patient was under observation and there were no complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.